Manufacturer narrative:
The device pneumatic block (pb) was returned to the resmed design facility for an extensive engineering investigation. Performance testing on the returned pb was not able to reproduce the reported device self-test failure. Review of the device logs revealed that the expiratory flow sensor calibration offset was out of tolerance. Based on all evidence and previous investigations of similar complaints, it was determined that the device failure to complete its internal self-test was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.